Event description:
It was reported that during a triple coronary artery bypass graft between anterior interventricular artery, when attempting to remove the left internal mammary artery, the jaws of the applier misaligned and "altered the artery". The misalignment occurred on the first clip of the applier. Additional information states, "the surgeon simply specified that the artery was damaged, without further details. In total for this intervention we recovered 5 pliers, 2 from lot 06d1517606 (lot associated with the injured artery), 1 from lot 562472-029, 1 from lot 316340 and 1 from lot 06c1400093. According to the surgeon, none of the forceps gave satisfaction, with crossing jaws." Further information states that "there were no consequences for the patient and [the doctor] continued the triple coronary artery bypass surgery". The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). One sample of 137081 etched with lot 562472-029 was received for evaluation. A service etching is marked on the shank with a date of jan 2022. No visual concerns were noted. This sample is over 15 years old and has long exceeded the expected service life. It is also overdue for service. The device was functionally tested and confirmed to pick up and close clips. The tips were in alignment when closed. When the handles were squeezed past the closing point the jaws canted out of alignment due to play in the boxlock region. This is likely due to the age of the device after many years of wear.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during a triple coronary artery bypass graft between anterior interventricular artery, when attempting to remove the left internal mammary artery, the jaws of the applier misaligned and "altered the artery". The misalignment occurred on the first clip of the applier. Additional information states, "the surgeon simply specified that the artery was damaged, without further details. In total for this intervention we recovered 5 pliers, 2 from lot 06d1517606 (lot associated with the injured artery), 1 from lot 562472-029, 1 from lot 316340 and 1 from lot 06c1400093. According to the surgeon, none of the forceps gave satisfaction, with crossing jaws." Further information states that "there were no consequences for the patient and [the doctor] continued the triple coronary artery bypass surgery". The patient status is reported as "fine".